Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload . The visual inspection of the returned product noted that the tyvek was returned in an undamaged condition without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Based on the available evidence the reported condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, when the surgeon fired the reload neither did the knife nor the staples come out. There was no patient injury. The current condition of the patient is stable.